Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a flap that was thicker then planned after corneal flap creation. The surgery was completed without complications. Additional information provided reports the surgery results were not affected.

Manufacturer narrative:
The system was examined. The company representative was unable to find any issue related to the reported event. The system was tested and found to meet product specifications. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the surgeon reports the flap thickness was irregular in different areas and the interface stromal bed appeared wavy.